Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/1.0/79 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed within the same surgery due to observation of excessive vault. On (B)(6) 2019 a replacement lens of shorter length was implanted. It was reported that the replacement lens resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).